Event description:
It was reported the patient received multiple shocks due to noise and oversensing. The plan is to replace the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Pacing impedance railed at 16382 ohms from (B)(6) 2009 through (B)(6) 2010. Pacing impedance varies from 2752 to 5456 ohms between (B)(6) 2008 and (B)(6) 2009. (B)(4) short interval counts in last 736 days (since last session) average of 395.2 sics (short interval count)/day. 27 short v-v cycles (<210ms period) noted on (B)(6) 2008.